Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of the incident. Customer stated that the insulin pump's act, b and escape buttons were not sensitive. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
All buttons functioning properly. However, found slightly corroded keypad traces. No button error alarm during testing. Pump passed displacement test and self test.